Event description:
The patient reported on (B)(6) 2025 blisters and severe skin irritation while using the mcot, universal patch. It is unconfirmed if the patient sought medical treatment or was advised to treat with medication. However, the patient used a prescribed epipen (previous alternate prescription) and benadryl to treat the irritation. The patient did follow skin preparation instructions and has a known skin sensitivity or allergies to metals or adhesives (skin is very compromised - no spleen). The patient did take a break in service and decided to disconnect early. The patient will be contacting their doctor to inform.

Manufacturer narrative:
The patient reported on (B)(6) 2025 blisters and severe skin irritation while using the mcot, universal patch. It is unconfirmed if the patient sought medical treatment or was advised to treat with medication. However, the patient used a prescribed epipen (previous alternate prescription) and benadryl to treat the irritation.the patient did follow skin preparation instructions and has a known skin sensitivity or allergies to metals or adhesives (skin is very compromised - no spleen). The patient did take a break in service and decided to disconnect early. The patient will be contacting their doctor to inform. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms.the patient is elderly and over 65 years old and has a known skin sensitivity or allergies to metals or adhesives (skin is very compromised - no spleen). The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.